Manufacturer narrative:
Investigation pending.

Event description:
Customer reported potential false negative urine hcg results with consult hcg urine/serum combo test vs. Blood quantitative positive result. On (B)(6) 2015 a female patient's urine sample was tested using the consult hcg urine/serum combo test. The result of the testing was negative. The patient had bloodwork performed the same day showing a quantitative result of 33miu/ml. No further information was provided.